Event description:
It was reported that the doctor used a urethral bulking implant material to fill an opening that resulted when a surgeon accidentally cut across the ureter junction to the bladder during a bladder tumor resection procedure.the implant material was injected submoucosally and worked great for two to three months post implant. The patient came back complianing of flank pain and upon cystoscopy, the doctor found exposed material. The doctor removed the majority of the material with grasping forceps and irrigated the area. As of 02/02/2006, the patient was reportedly doing well. No additional information was provided on this event.